Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The infusion set and cartridge was changed, and a bolus was delivered to address bg level. The cause for the reported issue was due to an incomplete bolus alert occurring. Tandem technical support educated the customer on the causes for incomplete bolus alerts. The customer continued to use the pump for insulin therapy.